Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A lead integrity alert (lia) that occurred on (B)(6) 2011 due to the non-sustained ventricular tachycardia and ventricular-sensing integrity counter (v-sic) conditions being met for lia. The tech services analysis of this condition was that there may have been an agonal rhythm that contributed to the v-sic and sensing pattern and that the patient "may have already been near death or in the dying process". Multiple short ventricle to ventricle sensed events of < 220 ms are observed on the (B)(6) 2011. (3 episodes non-sustained tachycardia, 3 episodes ventricular fibrillation, 5 episodes"lfp" (lead failure predictor) v-sic counts increase are 65.7 avg/day beginning (B)(6) 2011.

Event description:
It was reported that the patient had died. Device interrogation following the patient death revealed that a lead integrity alert was triggered on the day of death. The post mortem did not reveal cause of death.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku